Manufacturer narrative:
The device was not returned for evaluation. The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot#: 929095h, list#: 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The event occurred on an unspecified date and involved a plumset that was leaking during chemotherapy. No additional details were provided.